Event description:
It was reported that ten minutes into a menisectomy and synovectomy procedure using the quantum ii controller the unit displayed a f4-system hardware failure message. The controller was powered off and then worked for five minutes and then again displayed a f4-system hardware failure message. The error messages caused a delay in the procedure of approx 20-30 minutes. The procedure was completed using instrumentation and shaver.